Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse removed and replaced the integrated electro surgical unit iesu) and the system was tested and verified as ready for use. Isi received the iesu associated with this complaint and completed investigations. The unit was returned for failure analysis but the reported failure of errors on the iesu could not be reproduced. The unit energized and cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system reflected error 25913 along with c71 on the integrated electro surgical unit (iesu). The customer already power cycled the iesu but the issue remained after this action. Prior to calling for technical support, the customer already swapped the vision side cart (vsc) due to the iesu issue. An external iesu was not available.